Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the facility uses only sol-m branded syringes (not compatible with alaris syringe and pca modules). When the user loads the sol-m syringe into syringe and pca module, it reportedly is being detected as a ¿bd brand syringe.¿ the customer reports there have been no errors, events or patient safety issues reported. The customer is requesting the manufacturer to include sol-m branded syringes to the syringe and pca module compatibility list.